Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200464 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: at the moment of closing the wound, the device is used but the staples do not embed properly and remain open with a minimal part embedded. Unidentified injuries reported due to the improper insertion of the staples. The patient's condition was reported as fine.